Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full-height drawer 3 not opening. The field service engineer (fse) inspected and identified a missing magnet on the inseparable. The insep was replaced, the drawer was reinstalled, and the drawer was successfully tested in both the application and diagnostics. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 3, a requires maintenance error occurred. The customer attempted troubleshooting by rebooting the station and performing a drawer recovery; however, the error persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.